Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7095814/7094265.

Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg) and the device was causing discomfort. The patient underwent an explant procedure wherein all device components were removed and discarded by the medical facility. No device malfunction suspected.